Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Both injected products were juvéderm® volbella® xc.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with unknown dermal filler. 2 months later, patient was injected with juvéderm® volbella® xc in lips. Patient experienced swelling of lips approximately 2 months after second injection. Nodules later developed. Patient experienced, "superficial skin reaction to new skin care blepharitis and folliculitis and was managed by pcp- treated with doxycycline, 1-week later lip swelling & nodules. Started on clindamycin and medrol dose pack. Improved some, had vein surgery, lip worsened and started on benadryl, zyrtec, prilosec, and bactrim & hylenex twice. Doxycycline ¿for sinus infection was given by other provider.¿ symptoms resolved a month after onset. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00277 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, unknown dermal filler.